Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Remains implanted.

Event description:
It was reported that patient underwent an initial anterior cruciate ligament procedure on (B)(6) 2015. During this procedure, the tibial screw peek was implanted; however, the implant was pushed back into the tunnel and the fixation was not holding. A bone staple was used to hold the tension of the anterior cruciate ligament graft to the tibia. Per the surgeon, the patient's bone quality was at fault. No revision procedure has been reported to date.